Event description:
The reporter contacted animas on (B)(6) 2013 and stated that after swimming, the patient noted a crack in the display screen along with moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump showed corrosion inside the pump. The pump failed to power on during testing and the pump data was unable to download. The pump casing was noted to be cracked from the display lens to the case seal. A leak test was performed and found that the pump was leaking at the case seal. The pump was opened and inspected and moisture damage was found to be power circuit, force sensor circuit, and to the display flex.